Event description:
It was reported that the device was unable to be interrogated at a recent visit. It was noted that the device has been implanted for over 22 years. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).